Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008t hd machine had displayed the correct amount of ultrafiltration (uf) fluid removal at the end of a pediatric patient¿s treatment, but the patient had not lost enough weight. The machine passed the pressure holding test prior to treatment. There were no reported machine alarms. Follow-up information with the nurse revealed that the issue may have been due to extra fluids given to the patient during treatment. The patient was administered saline during priming and rinse-back. During treatment, the patient ate four saltine crackers and two packs of goldfish crackers and drank 100millilters (ml) of sprite. Additionally, the patient was administered iron in a 100ml normal saline bag. The uf goal was initially set to 1100ml with a uf rate of 370ml/kg but was lowered to 750ml and 220ml/kg approximately forty minutes into treatment, respectively. The uf was not turned off during treatment. The uf fluid removal according to the machine was 747ml; however, the patient¿s pre-weight was (B)(6) and the post-weight was (B)(6). The patient was weighed standing and the same scale is used for pre-weight and post-weight. The patient completed treatment with no patient adverse reactions or injuries. No medical intervention was required. The patient is currently in stable condition. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed stated that the issue is due to operator error but could not provide information regarding machine repair details or current machine status. No parts are available to be returned to the manufacturer for evaluation. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility originally reported that the fresenius 2008t hd machine had displayed the correct amount of ultrafiltration (uf) fluid removal at the end of a pediatric patient¿s treatment, but the patient had not lost enough weight. The machine passed the pressure holding test prior to treatment. There were no reported machine alarms. Follow-up information with the nurse revealed that the issue may have been due to extra fluids given to the patient during treatment and stated that the patient completed treatment with no patient adverse reactions or injuries. No medical intervention was required. The patient is currently in stable condition. Additional information with the nurse revealed that this follow-up information was not for the reported event from (B)(6) 2017 and was for a different patient treatment from (B)(6) 2017, as reported under submission 2937457-2017-00699. Conflicting information originally provided from the biomed stated that this event occurred previously. However, the nurse stated that the event of low uf fluid removal from (B)(6) 2017 was the first time the discrepancy was noticed. The nurse stated that the patient is given prime and rinse back and if the patient eats lunch or is given any liquids, these amounts are not accounted for in overall fluid removal. The biomed originally stated that the machine was removed from service following the (B)(6) 2017 event for further evaluation by the on-site biomed. The biomed stated that the issue is due to operator error but could not provide information regarding machine repair details or current machine status. Conflicting information received from the nurse indicated that the machine was not pulled from service after the patient's treatment from (B)(6) 2017.